Event description:
It was reported that during the implant procedure, the patient had tortuous and tight anatomy. The lead was removed from the sheath to exchange for a larger sheath and it was noted that the lead had experienced an insulation breach. The lead was removed and a new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.